Event description:
On 04/11/2022. Infutronix received a complaint from an end user: an administration set model hs-008-b lot 2106007. Set became disconnected from the cassette. The incident occured during an infusion. Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
The service provider provided the image for the affected administration set from the end user. Visual inspection confirmed that the tubing connector on the distal end of the cassette module was snapped and broken. The reported issue was confirmed.